Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. It was reported that the patient was going to visit the hospital however, it was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with unspecified antibiotics for the event. At the time of this repot, the patient has recovered from the event. Action taken with pd therapy was not reported. The reporter declined to provide additional information.